Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose (bg) level was 240 - 438 mg/dl, with vomiting. Reportedly, the customer addressed their bg with a manual dose injection and required assistance to administer a correction bolus via the pump. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a user parameters corrupted alert was identified.